Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a stuck button alarm. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. No flashing white display or stuck button alarm noted during testing. The pump responded properly to key presses. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 28-dec-2024 in the pump history file. 12/27/2024 00:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/27/2024 00:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/27/2024 01:01:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/27/2024 01:11:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/27/2024 01:39:17.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 5768 filenumber: 632 12/27/2024 01:49:00.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) 12/28/2024 01:39:49.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) 12/28/2024 01:39:49.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) 12/28/2024 01:40:08.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) 12/28/2024 01:40:24.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 12/28/2024 01:43:39.000 alarmalertnotification (40) faultnumber: loadinginterruptedalarm (69) 12/28/2024 01:51:22.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) 12/28/2024 02:00:29.000 batteryremoved (55) 12/28/2024 02:00:29.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:00:29.000 batteryinserted (44) 12/28/2024 02:00:29.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/28/2024 02:01:00.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) 12/28/2024 02:01:50.000 batteryremoved (55) 12/28/2024 02:01:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:02:28.000 batteryinserted (44) 12/28/2024 02:02:28.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/28/2024 02:02:29.000 batteryremoved (55) 12/28/2024 02:02:29.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:02:30.000 batteryinserted (44) 12/28/2024 02:02:30.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/28/2024 02:02:33.000 batteryremoved (55) 12/28/2024 02:02:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:03:27.000 batteryinserted (44) 12/28/2024 02:03:27.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/28/2024 02:03:28.000 batteryremoved (55) 12/28/2024 02:03:28.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:03:29.000 batteryinserted (44) 12/28/2024 02:03:29.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/28/2024 02:03:30.000 batteryremoved (55) 12/28/2024 02:03:30.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/28/2024 02:03:31.000 batteryinserted (44) 12/28/2024 02:03:31.000 alarmalertnotification (40) faultnumber: failedbatttest (58) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 63 (filenum/linenum=632/5758) was triggered in function processrfchipstuckcount(), file eventhandler.c since rf chip stuck counter value equal to 4 exceeded the limit rf_chip_max_stuck_count=3 - suspecting hw issue (rf-chip problem). Pump was cut open to perform visual inspection and found corroded pcba1, corroded j1 keypad flex connector at pcba 1 and corroded pcba2. The motor had moisture damage. No damage noted on the force sensor. Removed the keypad overlay graphics layer, no damage noted under the keypad dome switches. Pump error 63, pump error 68, pump error 49, pump error 23 and stuckkeyalarm (61 were confirmed due to corroded electronic assembly. Lostsensor1alert (780) not confirmed. Pump error 63 confirmed. Pump error 68 confirmed. Pump error 49 confirmed. Pump error 23 confirmed. Stuckkeyalarm (61) confirmed. Failedbatttest (58) not confirmed. The pump passed the functional testing. No flashing white display or stuck button alarm noted during testing. The pump responded properly to key presses. Flashing white display not confirmed. Keypad/button unresponsive/button error (stuck button alarm/stuckkeyalarm) confirmed (found in the pump history file). Pump error 63 confirmed (found in the pump history file). Pump error 68 confirmed (found in the pump history file). Pump error 49 confirmed (found in the pump history file). Pump error 23 confirmed (found in the pump history file). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.